Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient multiple driveline power faults. It was recommended to exchange the modular cable and the controller. The controller and modular cable were exchanged. It was reported that after the exchange, the issue was resolved. It was noted that the patient was asymptomatic pre and post exchanges with no symptoms during the exchange. The plan of care was to continue therapy and medication regimen. The patient was re-educated on care of the device and to be cognizant of cords being straight/unkinked. No additional information was provided.

Event description:
Related manufacturer report numbers: 2916596-2021-00037 and 2916596-2021-00038.

Manufacturer narrative:
Manufacturer's investigation conclusion: according to the account, the low flows were due to the patient¿s hypertension. A direct correlation between (B)(6) and the reported hypertension could not conclusively be determined through this evaluation. Evaluation of the submitted log files confirmed the reported low flow events. The first controller event log file contained data from (B)(6)2021 05:35:41 through 09:56:30. The patient was operating on a 2.0 low flow software controller. Transient low flow fault flags were captured throughout the duration of the file, resulting in a total of 18 low flow hazard alarms. Despite these alarms, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller periodic and lvad event and periodic log files also captured low flow events. The cause of the low flow alarms was determined to be due to the patient¿s hypertension. The low flow alarms resolved after the patient took am antihypertensives in clinic. The patient was asymptomatic, and the device operated as expected. The treatment plan was to continue current device settings and medication regimen and a reminder to the patient to be cognizant of cords being straight/unkinked. The account reinforced to the patient to take appropriate action once seeing the alarm. Investigations of the patient¿s system controller and modular cable are addressed under manufacturer report numbers: 2916596-2021-00037 and 2916596-2021-00038 respectively. These investigations address the reported driveline power faults. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 30jan2019. The heartmate 3 lvas instructions for use (IFU), is currently available. The heartmate 3 lvas IFU lists hypertension as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The system monitor section of the IFU describes the pump flow display and pulsatility index and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.